Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked battery tube threads and cracked case (battery tube) and cracked keypad overlay. Detached retainer, missing o-ring (reservoir tube) and broken reservoir tube lip. Cosmetic damage confirmed. Reservoir unable to lock into place confirmed and damage reservoir tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that insulin pump casing was broken. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.